Manufacturer narrative:
(B)(4). Most likely underlying root cause: user's test strip had poor storage. Correction: product identified as "not returned" on initial report. Correction in "device available for evaluation and device evaluated by manufacturer."

Event description:
Consumer complaint of "lo" blood glucose test results. Expected fasting blood glucose test result range is 80 to 120 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 05/18/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Consumer complaint of "lo" blood glucose test results. Expected fasting blood glucose test result range is 80 to 120 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 05/18/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.